Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 10. Number of persons adversely affected: 0. Site has not confirmed service.

Event description:
A site representative reported that, while in a cervical spinal fusion, the imaging system displayed a message in relation to pulses per second and that the imaging system would not perform a second scout image acquisition. It was noted that one image was not used in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Correction: it was reported that there were no unused image acquisitions from the imaging system. Indicating that an accidental radiation occurrence did not occur.